Event description:
It was reported that the insulin pump alarmed low battery, motor error, and battery out limit, off no power and had blank display. Customer stated that she received the battery cap replacement but it did not help. Customer's blood glucose was unknown. Troubleshooting was done for all issues. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.